Event description:
A malfunction alarm was reported, leading to the customer's blood glucose (bg) level exceeding 500 mg/dl, with a value displayed as "high." Insulin was administered via a manual injection to address bg. Technical support provided assistance by instructing the customer on how to reset the pump, but as the malfunction code recurred, a replacement pump was arranged. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.